Event description:
Customer reported urgent care visit due to high blood glucose. The blood glucose level was in the 300 range. Customer had stomach issue. Customer was vomiting. Diagnosed with abdominal pain and gastroparesis. There was a second hospital visit due to high blood glucose. The blood glucose level was 471 mg/dl. The paramedics were call and transported customer to hospital. Customer had sugar in the urine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.